Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2012. Legal counsel further reports patient underwent revision procedure on (B)(6) 2013 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, impairment, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06768 / 06769).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2012. Legal counsel further reports patient underwent revision procedure on (B)(6) 2013 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, impairment, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received via user facility medwatch reports that the revision procedure on (B)(6) 2013 was due to pain and elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2012. Legal counsel further reports patient underwent revision procedure on (B)(6) 2013 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, impairment, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received via user facility medwatch reports that the revision procedure on (B)(6) 2013 was due to pain and elevated metal ion levels. Additional information received in patient medical records indicate on (B)(6) 2013 patient reported pain, clicking/grinding sensation, and ratcheting. Further information in patient medical records reveal patient's blood was tested on (B)(6) 2013.